Manufacturer narrative:
Unique identifier (UDI) for activ.a.c.¿ ion progress¿ remote therapy monitoring system serial number (B)(4). Device manufacture date: 07-nov-2018. The v.a.c.® granufoam¿ dressing identifier was not provided and the product was not returned. Based on the information provided, kci could not determine that the alleged hospitalization and infection are related to v.a.c.® granufoam¿ dressing. The physician's nurse reported the v.a.c.® granufoam¿ dressing was not packed in the wound correctly and the physician noted the home health nurse needed to pack the foam to the bottom of the incision. This event is being reported as a potential use error. Device labeling, available in print and online, states: warnings infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area. Maintaining a seal: maintaining a seal around the dressing is key to successful v.a.c.® therapy. Recommendations to maintain the integrity of the seal: ensure v.a.c.® granufoam¿ dressing is appropriate for the depth of the wound by either cutting or beveling it, or use specific thinner v.a.c.® granufoam¿ dressing where indicated.

Event description:
On 07-jul-2020, the following information was reported to kci by the patient: on (B)(6) 2020, the patient was admitted to the hospital due to an infection in the wound that was allegedly caused by the home health nurse incorrectly applying the v.a.c.® granufoam¿ dressing. The patient reported the nurse cut an oval shape and set the foam across the wound. Patient is currently home and on an alternate dressing until scheduled follow up appointment on (B)(6) 2020. The v.a.c.® granufoam¿ dressing lot number is not available. On 24-jul-2020, the following information was reported to kci by the home health nurse: the patient allegedly developed an accumulation of abdominal fluid and the activ.a.c.¿ ion progress¿ remote therapy monitoring system was discontinued. The nurse could not confirm if v.a.c.® therapy caused or contributed to the alleged infection. On 24-jul-2020, the following information was reported to kci by the physician's nurse: the infection was allegedly due to the v.a.c.® granufoam¿ dressing being incorrectly packed by the nurse. On 06-aug-2020, the following information was reported to kci by the physician's nurse: the patient was hospitalized from (B)(6) 2020 to (B)(6) 2020 and was prescribed antibiotic therapy. On (B)(6) 2020, the patient underwent mechanical debridement of the wound. On (B)(6) 2020, wound culture results indicated the wound contained staphylococcus haemolyticus and enterococcus faecalis. The patient was last seen on (B)(6) 2020 and is on an alternate dressing. The wound will be reassessed at the next visit to determine v.a.c.® therapy will be resumed. The physician noted that the home health nurse will need to pack the v.a.c.® dressing to the bottom of the incision. On (B)(6) 2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2020, the device was placed with the patient. On (B)(6) 2020, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. The v.a.c.® granufoam¿ dressing lot number was not available, therefore, a device history record review could not be performed.